Event description:
This report summarizes one malfunction. A review of the reported information indicates that model fvl10100 vascular stent allegedly experienced retraction problem and positioning failure. The information was received from a single source. One patient was involved with no reported patient injury. The patient age, weight and gender was not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code for the fluency plus endovascular stent graft is identified in d2. H10: the lot number for the device was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. The investigating is inconclusive for retraction problem and positioning failure. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review will be performed. The device was not returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. The device is labeled for single use. The catalog number has not been cleared in the u.s., but is similar to the fluency plus endovascular stent graft that are cleared in the us.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model fvl10100 vascular stent allegedly experienced retraction problem. The information was received from a single source. One patient was involved with no reported patient injury. The patient age, weight, and gender was not provided.